Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call power loss alarm and power error detected alarm. Customer¿s blood glucose level was unknown. Troubleshooting for the alarms were performed. Customer was advised to insert a new battery, clear the power loss alarm, update the time and date and complete the reservoir and tubing process. Customer's mother advised they have had multiple power issues for several days. Device will be returned.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm, replace battery alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the insulin pump alarmed replace battery alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.